Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of ticket trending and lot search data did not identify atypical complaint activity related to discrepant patient results for architect stat troponin-I. A study was performed to evaluate the assay's performance using an internal troponin-I panel with reagent lot, 25822un12. The panel tested within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Architect stat troponin-I reagent package insert and architect operations manual were reviewed. The labeling review showed additional information is offered to customers regarding erroneous results. No malfunction and no deficiency was identified for architect stat troponin-I.

Event description:
The account generated a false positive architect stat troponin-I of 2.239 ng/ml on sample ID (B)(6). The patient was transported to the emergency room and a second sample was obtained six hours later with negative architect stat troponin-I of 0.000 ng/ml, processed on the same architect analyzer. The original specimen was retrieved from storage and retested with negative architect stat troponin-I results (0.003, 0.000, 0.000 ng/ml) on another architect analyzer. The account uses a troponin cutoff of >0.04 ng/ml is considered positive. No additional specific patient information was provided. No impact to patient management was reported.